Manufacturer narrative:
(B)(4). A companion sample was sent for an evaluation. Upon visual inspection, no obvious defect was found the set. A pressure test at 8psi was conducted; however there was no occlusion alarm. The cause of the reported condition was not identified. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) of an interlink set in which it may have caused an occlusion alarm on an unknown pump when saline was administered. The customer suspected there may have been a problem with the set material or the inner diameter of the tubing. This condition occurred at an unspecified process step. There was no patient involved or medical intervention reported. No additional information is available.